Event description:
Complainant alleged that while attempting to defibrillate a patient (age: 2 weeks & gender unknown) the device was unable to discharge. The complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 2-weeks-old patient (gender unknown), the device was unable to discharge. The patient expired; however, it was confirmed by the reporter that the device malfunction was not a contributing factor in the patient death.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. Review of log confirmed that two 6j shocks were delivered to the patient 13 seconds apart. There was no evidence that the device failed to deliver a shock or displayed a "shock not delivered" message. The messages "defib not charged" and "press charge" appeared after each shock, which is expected when the shock button is pressed again before recharging. The clinical log was not available for review. The returned device and cables were tested using known good pediatric pads and showed no issues. All tests passed without reproducing the reported malfunction. The device functioned correctly and delivered energy as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
It was reported that the device was unable to discharge while attempting to defibrillate a pediatric patient (age & gender unknown). The patient expired; however, it was confirmed by the reporter that the device malfunction was not a contributing factor in the patient death.

Manufacturer narrative:
B5: correction made to provide more details on the reported incident. D10: concomitant medical products and therapy dates (exclude treatment of event): h6: health effect impact code updated.